Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to pain and milky fluid around the joint. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6), 2014 due to pain and milky fluid around the joint. The modular head and acetabular cup were removed and replaced.